Event description:
It was reported about burns of breasts and neck area.

Manufacturer narrative:
Burn after soprano ice hair removal on chest and neck. Likely will lead to a permanent scar or hyperpigmentation. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Burn after soprano ice hair removal on chest and neck. Likely will lead to a permanent scar or hyperpigmentation.

Event description:
It was reported about burns of breasts and neck area.